Manufacturer narrative:
The investigation has been completed and the alleged wake button issue was verified; alleged usb damage could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb port on the pump was bent which made it difficult to charge the pump. Reportedly, the customer needed to wiggle the usb cable while inserted into the usb port in order for the pump to charge successfully. In addition,that the customer needed to press the wake button multiple times before the pump screen turned on. Reportedly, the customer continued to use the pump for insulin therapy. The customer's blood glucose level was not impacted.